Event description:
It was reported that during an initial bunionectomy, that the head of a screw broke off as it was sinking in near the vortex. The surgeon was able to remove the broken screw head but the shaft of the screw remains in the patient. Per the surgeon, the patient was of average weight with normal bone condition and bone stock. Procedure was otherwise completed successfully. Patient will have normal post-op visits weekly, then bi-weekly, then monthly. No further details are known at this time.